Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, pt has suffered severe pan and discomfort, numbness, and difficulty walking and standing following her hip replacement procedure.